Event description:
It was reported to medtronic minimed that the customer experienced no pairing the pump to the phone. Charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-7841zn, mmt-7715. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has not been used for more than 1 year. Advised charger is working properly and xmtr is charging. Customer reported the transmitter battery did not last 7 days after being fully charged. Transmitter is out of warranty and thus may be beyond its expected service life. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-6101. No product return is required for mmt-7841zn. No product return is required for mmt-7715.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 180 to 170 which was not included in the initial report. So, the correct patient weight as per new additional information is 170 which is updated in section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.